Event description:
Procedure type: lavh. According to the reporter: the trocar pierced the sigmod colon. There was no leakage, it was merely a nick and it was oversewn with endostitch. There was no blood loss and no tissue damage reported by the sales rep. The operating time was not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 08/04/2008.